Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. Additional info has been requested, but not received to date. (B)(4).

Event description:
A nurse reported that the footswitch stopped working during a cataract surgery. The initial test was successful and the handpiece tuned, but when the surgeon tried to use the handpiece that was already in the pt's eye the footswitch did not work. There was over one hour delay in the surgery until a new footswitch was provided. The nurse reported that the pt remained in the surgery block during this time. The footswitch was replaced and the procedure was completed with no pt impact. Additional info has been requested, but not received to date.